Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix failed to retract. The rv lead was not used. The physician elected to use a new rv lead and completed the procedure. The patient remained in stable condition.